Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional perclose proglide device referenced is being filed under a separate manufacturer report number. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with two proglide devices were attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to retrieval of a dislodged 20 mm amulet left atrial appendage closure device from the abdominal aorta. Reportedly, the sheath was upsized to a 20fr sheath the amulet device was successfully retrieved into the 20fr sheath and removed from the patient anatomy. Hemostasis was attempted using the pre-placed sutures from proglide devices; however, was only partially closed. A non-abbott device was placed; however, hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.